Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to a damaged control flex cable. Therefore, the flex cable was replaced to resolve the problem. It could not be firmly established what caused the damage to the cable, no evidence of abuse/tampering were found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.